Manufacturer narrative:
Product analysis: the product was not returned, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure, open or catheter-based, and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). Conduction disturbances do not indicate a device malfunction or potential manufacturing issue. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic, the valve was low and the physician pulled to position the valve higher, but it moved out of the annulus. At that time, the patient arrested and CPR and temporary pacing were initiated. During CPR, the rhythm converted to complete heart block (chb) with a junctional rhythm. The valve was retrieved from the patient and another valve was successfully implanted with mild paravalvular leak (pvl). Subsequently, a permanent pacemaker was implanted.